Event description:
The reporter contacted animas on (B)(6) 2013 alleging the patient experienced hyperglycemia evidenced by the pump reading ¿high¿ (>600 mg/dl) blood glucose level. Detail of the treatment and resolution of the hyperglycemic event were not provided. The reporter stated this issue began three days ago with the start of vacation. The reporter stated the patient¿s bg at the time of the call was 16 mmol/l without significant symptoms of hyperglycemia. The reporter stated the patient was currently on an alternate method of insulin delivery due to a separate issue and was currently not using insulin pump therapy. The reporter stated she was not able to perform troubleshooting of the insulin pump or have further discussion of the event at the time of the call and would call back later to troubleshoot. Customer support made several attempts to contact the reporter in follow up of the reported hyperglycemia and to troubleshoot the pump; however, the reporter did not respond. If further information becomes available, this complaint will be updated accordingly. It is not known if the insulin pump caused or contributed to the patient¿s alleged hyperglycemic event because troubleshooting and follow up was not possible. The pump has not been requested back nor replaced at this time. This complaint is being reported because the reporter alleged hyperglycemia of an unknown cause while on insulin pump therapy.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.